Event description:
Hosp has had 3 separate events with esprit ventilators (respironics) where the ventilators went into an "inop" status. In 2 cases there were no corresponding error codes. When evaluated by biomedical engineering, they cannot duplicate results. One pt went into pulmonary arrest.

Event description:
Hosp has had 3 separate events with esprit ventilators (respironics) where the ventilators went into an "inop" status. In 2 cases there were no corresponding error codes. When evaluated by biomedical engineering, they cannot duplicate results. One pt went into pulmonary arrest.

Event description:
Hosp has had 3 separate events with esprit ventilators (respironics) where the ventilators went into an "inop" status. In 2 cases there were no corresponding error codes. When evaluated by biomedical engineering, they cannot duplicate results. One pt went into pulmonary arrest.